Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ compact plus - system 1, serial number ¿ (B)(4). (B)(6) ¿ compact plus - system 2, serial number ¿ unknown.

Event description:
Customer reportedly received the following results on a compact plus meter (system 1), compared to a compact plus meter (system 2), within 10 minutes: 173 mg/dl, 21 mg/dl, and 173 mg/dl on compact plus meter (system 1) and 181 mg/dl on compact plus meter (system 2). Customer confirms that 2 different test strips drums were used for the 2 compact plus meters involved in the complaint. No adverse event reported. Return of the suspect device was requested for evaluation .